Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for the abdominal aortic aneurysm. On an unknown date, at follow up, the endoleak was observed. It was considered as type ii endoleak originating from the inferior mesenteric artery (ima). The ima was embolized. On (B)(6) 2022, follow-up computed tomography image confirmed that the endoleak remained, and it was considered as proximal type I endoleak. On (B)(6) 2022, the patient underwent reintervention. Two additional stent grafts were deployed to extend the device proximally. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H.6. Investigation findings: code 3233 updated to code 213. H.6. Type of investigation code 4118 updated to code 3331 with completion of phr review. H.6. Investigation conclusions: code 11 updated to code 4315.